Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-35. This condition had the potential to interrupt delivery. This condition was found upon power up in the biomed department. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 35 was confirmed and duplicated by baxter personnel. "The root cause of this condition was determined to be a defective front panel keypad. Front panel keypad was replaced to correct this condition." Should additional information be received a follow-up medwatch will be submitted.